Event description:
The patient was replaced due to low battery, ifi = yes. The generator product analysis indicated that the battery was prematurely depleted. Design history review indicated that the device was laser routed. There were contaminates observed on the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No other additional or relevant information has been received to date.